Event description:
It was reported that, during a permanent implant procedure on (B)(6) 2022, a csf leak occurred due to multiple attempts to gain epidural access. In turn, the procedure was aborted and nothing was implanted. Patient did not show any symptoms of csf leak.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.